Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient reported that the left side quit working now she is going to have the ins replaced.  The patient was redirected to their healthcare provider to further address the issue.